Event description:
The customer reported to olympus, the xenon light source experienced an e104 error code-turret unit failure. The patient was not under anesthesia, there were no reports of patient harm, or delay.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to an internal screw fixing turret being detached. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause for the events could not be determined. However, it is likely that the error e104 occurred because turret fixing screw was detached for some reasons. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.